Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an MRI patient data not current warning appeared on the screen. The error message stated, "patient data may not be current, patient interface problem." There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). E.3. Initial reporter other occupation: (B)(6). A review of the complaint history for sn (B)(6) as performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that it was showing a "patient data not current" warning. A technical support specialist (tss) confirmed that the station had the correct system time, was set to the eastern time zone, and was uploading and downloading data without delay. The tss ran a scan and confirmed that the dsclientoltp database had no allocation or consistency errors, and no inbound issues were found on the server. A station database backup was created following the knowledge article on how to perform this task. The tss then performed a data synchronization, and the station no longer showed the warning. The tss also noticed a windows activation prompt, which was resolved by activating windows. The system functioned as intended after the technical support specialist troubleshot the device.